Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 30 months ago. At the time of implant the aortic neck had an 80 degree angle, it was 4.5 cm in length, it measured 23 mm in diameter below the renal arteries; it expanded to 25 mm and then to 27 mm distally. At the time of implant, the ipsilateral limb was required to be deployed in crossed over fashion due to the orientation of the contralateral gate. The bifurcated stent graft was implanted 5 mm below the renal arteries. It was reported that the stent graft was found to have migrated and it had fallen into the aneurysm sac. The stent graft migration was attributed to the reverse funnel shape of the aortic neck and its severe angulation. The aneurysm sac was filled with thrombus and there was no evidence of an endoleak. Three 28 mm aneurx aortic cuffs were used to build the bifurcated stent graft up into the aortic neck followed by a talent thoracic cuff which was implanted at the level of the renal arteries. The thoracic cuff was used because it was longer and was able to accommodate the aortic neck angulation. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required intervention) - conclusion: severely angulated and reverse funnel shaped aortic neck; migration